Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection at the pocket site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The site was washed out and the patient has recovered without sequelae.